Manufacturer narrative:
D10: 02-012-60-1425 - tru stem ext 14mm x 25mm (B)(6). 02-022-44-4509 - truliant tib imp psc insert sz 4.5, 9mm (B)(6). 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t (B)(6). 200-02-35 - three peg patella 35mm (B)(6). 204-70-00 - tibial stem ext. Screw (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 5 years and 3 months post the initial left total knee arthroplasty, the patient was revised due to instability of the femur. The revision was supposed to be femur only, but due to the patient having a 4.5 femur, everything had to be explanted so that a constrained liner could be implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.